Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized with a low blood glucose (bg) level after they reported having "a few too many beers" and accidentally delivered an 18 unit pump bolus instead of a 1 unit bolus as intended. No value for the low bg level was provided. While hospitalized, customer was treated with intravenous glucose and released the following day. Recommendation was made to discuss diabetes management with their health care provider.